Event description:
It was reported that the patient intended to have the pump removed "fairly soon"; however, no date had been set as the patient was unsuccessful in finding a surgeon in his area to perform the procedure. The patient reported that the pump battery "only has about 1.5 years left". The pump was implanted to control the patient's headache and since the removal of morphine, it had not been effective in controlling his headache. The pump had previously delivered morphine and "some sort of snail venom" (possibly prialt). In 2010, the patient developed a granuloma and the morphine and "snail venom" were discontinued. The patient noted that the morphine had helped control his headache, but was currently taking it orally. In regards to the granuloma, the catheter was moved from t8-9 to t11-12. At the time of the report the pump was used to deliver fentanyl and dilaudid. The patient did not have any concerns with the device or therapy although they intended to have it removed. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2007, explanted:, product type: catheter. (B)(4).